Event description:
It was reported that cathena 20gx1.25in straight bc safety mechanism would not disengage. The following information was provided by the initial reporter: this is a report about a failure to decouple. The customer reported as follows: after advancing the catheter, the hcp pulled the grip but the white component within the grip was not separated from the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-22. H6: investigation summary: three photos and one sample were received by our quality team for investigation. From the returned photos and sample, the safety mechanism device was observed to be fully activated. The safety mechanism of the actual sample was exercised and no safety mechanism failure was observed. Therefore, the team was unable to confirm the customer experience. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cathena 20gx1.25in straight bc safety mechanism would not disengage. The following information was provided by the initial reporter: this is a report about a failure to decouple. The customer reported as follows: after advancing the catheter, the hcp pulled the grip but the white component within the grip was not separated from the catheter.